Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular. Imdrf device code a150202 captures the reportable event of gel found in unintended site vascular.

Event description:
It was reported that during the procedure of spaceoar vue placement procedure, the image showed that the hydrogel was surrounding the prostate in some areas and is anterior to the denonvillier's fascia, the hydrogel also has access to the vasculature. The patient is asymptomatic excepted for a mucous discharge from his rectum after he started radiation.